Manufacturer narrative:
The reported event of lead migration cannot be confirmed through product testing alone. Also, no high impedance was observed. As received, the lead passed all electrical testing. No root cause was identified for the reported event.

Event description:
Device 2 of 4. Reference MFR. Report#: 3006705815-2020-01003. Reference MFR. Report#: 1627487-2020-02352. Reference MFR. Report#: 1627487-2020-02353.

Manufacturer narrative:
The event date is unknown. Concomitant medical products and therapy dates: model: 3186, scs lead, therapy date: unknown, model:#: 1192 (x2), scs anchors, therapy date: unknown. The patient's weight was unable to be obtained. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 4. Reference MFR. Report#: 3006705815-2020-01003. Reference MFR. Report#: 1627487-2020-02352. Reference MFR. Report#: 1627487-2020-02353. It was reported one of the patient's leads had migrated and high impedance was present as a result. The patient later underwent surgical intervention and during the procedure the anchor associated with the lead that migrated was found to be broken. In turn, the physician decided to explant and replace both of the patient's leads and anchors to address the issue. Note: both of the patient's leads and anchors are being reported because it's unknown which devices were liable.